Manufacturer narrative:
An eval of the device cannot be performed as the device was requested by the pt and not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "posterior medial baseplate broke. Heavy individual moving (B)(6) windows. Knee hurt. Upon x-ray notice baseplate was broken. Revised to a triathlon ts."